Manufacturer narrative:
Analysis of the broken fiber indicates that the fiber likely failed due to user mishandling. The complainant stated that the ureteroscope was deflected at the time of insertion on the fiber into the working channel. A fully deflected scope without the fiber inserted would likely bend to a radius that exceeds the minimum bend radius (7mm) of the fiber. When the fiber was introduced to this fully deflected ureteroscope, the fiber could have been damaged resulting in light leakage and/or fiber breakage. Subsequent laser energy exposure likely further damaged the fiber resulting in the scope damage, fiber breaks and charring noted. Likely no fault with the fiber as manufactured. The fiber likely failed due to user mishandling. This event occured in (B)(6).

Event description:
"Fiber had broken and was then fired consequently breaking the scope. Staff nurses claim that the scope was deflected at time of passing it through the working channel causing the breakage. Consultant says it was straight. Fiber was retrieved from the scope."